Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. The cause of death was unknown. It was not reported if pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The device underwent visual inspection and no issues related to the reported problem were found. One hour therapy was successfully performed. The device underwent functional testing and no issues that could have caused or contributed to the reported problem were found. The reported event could not be verified through the sample evaluation or the review of the logs. The event history log review revealed no alarm or iipv event that could have caused or contributed to the reported problem. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.